Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore the device evaluation could not be performed. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the actual cause of the reported event could not be determined. According to the surgeon, patient factor of capsular contraction was the likely cause of the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient's left eye due to z-syndrome. The patient noticed decrease in vision. Reportedly, another lens of different model was implanted successfully. According to the surgeon, the likely cause of the event was capsular contraction and the patient's prognosis was reported as "excellent post lens exchange."